Event description:
The initial reporter alleged discrepant reactive results for two samples from one patient tested with the anti-hbc g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The elecsys anti-hbc ii assay generated reactive results of 0.01 coi and 0.084 coi for sample (B)(6) and sample (B)(6), respectively. Testing of the same samples using competitor assays yielded non-reactive results. Specifically, the monolisa (biorad) assay reported a result of 0.49 (cut-off 1), and the architect (abbott) assay reported a result of 0.48 (cut-off 1).

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hbc ii assay performed within specifications. A review of the case indicated that the discrepant results were likely due to a sample-specific discrepancy. Calibration data were not provided, and the quality control data available were not fully interpretable due to image quality issues. No pre-analytical or instrument-related issues were identified. The customer was advised that false results may occur, as outlined in the elecsys anti-hbc ii method sheet, and that no commercially available confirmation test for anti-hbc exists at present. The device remains in use at the customer site.